Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary half height cubie drawer 1.1 required maintenance. The field service engineer (fse) found that drawers 1.1 and 1.2 failed to appear in the hardware test application (hta). The fse confirmed that the drawer had been repaired two days prior and that all controllers had been replaced. The fse replaced the drawer entirely, manually removed the row board and cubies, installed the new drawer, and inserted the loaded cubies from the original drawer. The new drawer was then tested in hta, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie drawer 1.1 required maintenance the customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.